Event description:
After inserting the 8f avanti sheath they also slid an artic sheath along side it and did not feel any resistance. There was bleeding. They also inserted a wire. Upon inserting the dilator, they saw that the sheath had sheared apart. And it was removed with a snare. The product did not look abnormal when taken from packaging. There was no difficulty flushing the sheath. The dilator was not kinked. The event occurred while product was within the patient at the access site which was at the common femoral region. Nothing was noted about anything blocking the sheath. The procedure was continued and was successfully completed with no patient injury. Sheared part of sheath was retrieved from within patient with a snare. Normal manual compression was used to close and this was also successful.

Manufacturer narrative:
During an interventional procedure, an avanti sheath is reported to have sheared apart. The retained portion of the device was successfully retrieved with a report of associated bleeding. The event involved a (B)(6) year old female patient who was undergoing a presumed interventional electrophysiology procedure. The access site was reported to be the common femoral region and this is presumed to have been a venous access site. The 8f avanti sheath is reported to have appeared normal when removed from the package. No difficulty was experienced when flushing the avanti sheath prior to its¿ insertion. After the insertion, the user ¿slid¿ an artic flow sheath (medtronic) alongside the avanti sheath without resistance. The site reported that the patient experienced bleeding at this point. Details as to whether this event required intervention were not reported. When the user inserted the vessel dilator into the avanti sheath, they saw that the sheath had sheared apart. The vessel dilator itself was not kinked when it was removed. The retained portion of the sheath cannula was retrieved with a snare. The procedure was successfully completed with no further patient adverse events. A non-sterile si avanti+ 8f std w/gw no obt cannula sheath was received for analysis inside a plastic bag. Per visual analysis, the mentioned csi cannula sheath was received separated at approximately 10.0 cm from distal. At a glance, the separated edges on received broken cannula look as if tremendous force was applied until break/separation occurs on cannula sheath. Also, kinks were found on the cannula sheath at 3.5 cm, at 5.5 cm and at 8.0 cm from distal. No more anomalies found. The received pieces of cannula sheath od and ID were measured near to the kinks and separated areas and were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Microscopic sem analysis of the received portion of the csi was not performed since the separated body external edge surfaces showed clear evidence of elongations at the surroundings of the separation areas during observation under the vision system. The product malfunction code complaint reported by the customer as ¿cardiology vascular access-cannula-separated-in patient¿ was confirmed due to the broken/separated condition of cannula sheath as received. However, the exact cause of the damage condition found on the csi cannula could not be conclusively determined during the analysis. Analysis results and DHR review results do not suggest that this damage is related to the manufacturing process. Procedural factors may have contributed to the failure as reported. As additional investigation the csi units manufacturing process was reviewed and there were not tools, equipment or product handling that could cause breaks, separations, kinks or other type of damages on the csi units. In addition, the csi units are inspected during manufacturing process for any type of damage; also, several inspections are performed through all the csi units¿ assembly process operations. No corrective or preventive actions will be taken at this time, given that the reported failure does not appear to be related to the manufacturing process. Based on the information provided, there are procedural factors (introduction of another sheath into the vessel) that may have contributed to this event. The reported ¿cannula ¿ separated¿ event was confirmed by visual analysis. Neither the device history record review nor the product analysis suggests that the reported failure could be related to the manufacturing process. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The device was received and preliminary evaluation indicates " "separated in two at 10cm from distal." There is no change to the previously reported device codes. Analysis of the device is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.